Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not performing as intended. There was no further information obtained from the field. This lv lead was explanted with no issue. No additional adverse patient effects were reported.